Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were recently in the hospital for two days with a staph infection. It was further reported on 2019-jul-16 that the patient had a spinal fusion surgery in (B)(6) 2017 and got the implantable neurostimulator (ins) in (B)(6) 2019, which was located in their upper right buttocks below the belt line. Since implant, the patient had been experiencing a hot/warm sensation at the ins site. The incision area was red and would hurt, especially at night. The patient stated that the cause of this was unknown and no steps were taken to resolve it, as both them and their physician thought this was normal or expected with an ins. The location of the staph infection was noted to be six inches below the incision site. The patient mentioned that they initially thought they were getting the flu, but it was later confirmed to be a staph infection. The patient described that it first seemed like it was just a pimple below their belt line. It was noted that the infection was noticed in (B)(6) 2019 and has been an ongoing issue. The patient stated that about a week prior to the date of this report, another spot ¿bubbled up¿ where the infection was. The patient confirmed that they were hospitalized for four days. The patient was treated with ivs and antibiotics for two weeks and stated that they were still dealing with the infection. The cause of the infection was unknown but the patient believed it to be related to the device/therapy. The patient also thought that there was a correlation between the warmth/redness at the ins site and the infection. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.